Event description:
The cypher stent came off the balloon and was left in the left main coronary artery where it was retreived with a snare. There was no injury to the patient. The rest of the procedure was successfully completed.